Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated a firmware error message/code. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed and tested out of specification. Analysis indicated a power on reset (por) occurred post explant. No patient complications have been reported as a result of this event.